Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: phone.

Event description:
Consumer's wife reporting a false negative sars result for her symptomatic (1-2 days post onset of symptoms) husband. The reporter communicated that the result was confirmed positive by alternate rapid antigen testing. An additional consumer event was also communicated which is captured on a separate report.